Event description:
It was reported that bd ultra-fine¿ mini pen needle was missing the label. This occurred on 6 separate occasions. No serious injury or medical intervention was reported the following information was provided by the initial reporter: material no. 320119, batch no. 8143543. It was reported that 6 pen needles were missing the needle. Also some needles were missing the tear drop label. Verbatim: consumer reported she found 6 missing needles from the pen needle. There was no label but only plastic left. She also noticed needle was missing when she went to inject. She does priming, but not if there's no needle. Sample discarded. Incident date-unknown;lot-8143543;expiration date-2023-05-31;item#-320119; it has happened in the past, she gave the box to the pharmacy, lot# not available, sample discarded. Quantity-unknown. Offer to send the voucher.

Manufacturer narrative:
Investigation: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. A lot history review was carried out and no related non conformances were raised in association with this packaged lot concluding all inspections were performed per the applicable operations and met qc specifications.

Manufacturer narrative:
Date of event: unknown. Multiple lot numbers: there were multiple lot numbers reported to be involved. The information for each lot number is as follows: medical device lot #: 8143543; medical device expiration date: 2023-05-31; device manufacture date: 2018-05-23; medical device lot #: unknown; medical device expiration date: unknown; device manufacture date: unknown. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that bd ultra-fine¿ mini pen needle was missing the label. This occurred on 6 separate occasions. No serious injury or medical intervention was reported the following information was provided by the initial reporter: material no. 320119, batch no. 8143543. It was reported that 6 pen needles were missing the needle. Also some needles were missing the tear drop label. Verbatim: consumer reported she found 6 missing needles from the pen needle. There was no label but only plastic left. She also noticed needle was missing when she went to inject. She does priming, but not if there's no needle. Sample discarded. Incident date-unknown; lot-8143543; expiration date-2023-05-31; item#-320119; it has happened in the past, she gave the box to the pharmacy, lot# not available, sample discarded. Quantity-unknown. Offer to send the voucher.